Event description:
Dexcom g7 sensor accuracy when changing sensors. Dexcom claims sensors do not need to be calibrated. My personal experience has shown that not to be true. When changing sensors, there are wide differences in readings up to 50 mg/dl. I frequently have to do multiple calibrations with new sensors until the continuous glucose monitoring sensor aligns with bc fingersticks.